Event description:
Analysis of the generator was conducted in which no anomalies were located.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported by the physician that it was believed that the patient's autostim events were not being detected. The sensitivity of the heart rate detection was increased to 3 then later to 4 with no events seen after (B)(6) 2025. It was reported that magnet events were also not being seen under events. Tablet data was requested and a decoder was performed: no anomalies were identified during the review. All values were found to be within normal limits and no anomalies were noted. The total magnet swipes and auto stimulations can be seen to have increased between the last two interrogations, confirming that both features are working. Later, it was reported that this patient's generator was replaced due to "autostim issue", which is considered to be an unanticipated surgical intervention for the patient. The generator has not been returned to date. No other relevant information has been received to date.

Event description:
Additional internal review of tablet data was performed. No failure was able to be identified. It was speculated that one potential root cause for heartbeat/seizure undersensing/detection is an asic (a2) or capacitor component failure. This cannot be confirmed to date. No other relevant information has been received to date.